Event description:
It was reported that during a hip surgery the 1.8mm q fix suture anchor came undone as a result of a defective product, it broke inside the patient and pieces were not removed. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event due to the sales rep has confirmed that the device did not break inside the patient. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.